Event description:
The reviewed literature article contained a study of 40 patients with medtronic shunts, 17 of which had differential pressure medium pressure cylindrical valves and 23 of which had delta 1.5 valves. The source literature reported a total of 9 cases of shunt obstruction, 5 with the cylindrical valves and 4 with the delta valves.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Jain h, natarajan k, sgouruos s. Influence of the shunt type in the difference in reduction of volume between the two lateral ventricles in shunted hydrocephalic children. Childs nerv syst 2005 july;21(7):552-8.